Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: asahi grand slam. Guide cath: 8f xb 3.5. Other: heparin. The 4.5 x 16 graftmaster is being filed under a separate medwatch MFR number. It was not possible to perform a thorough analysis on the product because it was discarded by the account and therefore, not returned to abbott vascular for analysis. Return of the catheter may have further aided the evaluation. Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity, a previously implanted stent or insufficient preparation prior to use. There was no report of any leaks noted during preparation for use, which may suggest that the balloon was not damaged prior to the procedure. Additionally, it was noted that there was a severe lesion located in the proximal left anterior descending artery (lad) with circumferential calcification, suggesting that the challenging anatomy may have contributed to the reported difficulty. It is possible that the balloon interacted with the calcified lesion upon inflation attempt, such that it became damaged (scratched) and ruptured as a result; however, this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any related nonconforming material record issues with this lot and all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. There is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure for treatment of a leaking pseudoaneurysm in the left main artery into the left anterior descending artery (lad), pre-dilatation was performed using a 3.5x20 nc trek balloon at 10 atmospheres. Intravascular ultrasound (ivus) demonstrated circumferential calcification and a severe lesion in the proximal lad. An unsuccessful attempt was made to advance a 4.5x16 jomed graftmaster stent delivery system (sds) and the sds was withdrawn from the anatomy. Additional dilatation was performed using a 4.0x12 nc trek balloon. However, during inflation at 15 atmospheres the balloon ruptured. The dilatation catheter was withdrawn and the 4.5x16 graftmaster sds was re-advanced. The stent graft was deployed successfully. Repeat ivus demonstrated good stent apposition. Final angiography revealed no evidence of dissection or perforation with timi flow 3 and 0% residual stenosis. No additional information was provided.